Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the implant, the patient had a gradient of 15mmhg. A post-implant balloon aortic valvuloplasty (bav) was performed due to the increased gradient. The inflated balloon and valve dislodged into the ascending aorta. A second valve was successfully implanted. No additional adverse patient effects were reported.